Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that quick disconnect qd7 was loose. The fse reattached the quick disconnect, which repaired the leak and the vote outs. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a cleaner leak from the coulter lh 780 hematology analyzer. The instrument was generating differential vote outs when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.